Event description:
A prophylactic removal of pump to avoid in-vivo battery depletion was reported. The pump was returned for disposal. Drug delivered via the device was reported as lioresal 2000 mcg/ml at a daily dose of 300 mcg.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed a high s2 battery resistance with the inhouse battery testing showing a resistance of 441 ohms. The battery logs showed .54 volt drop. Logs were clean with no indication of a stall occurring at any time. All logs and telemetry strips were reviewed and no low battery reset, eri, or safe state events were found.